Event description:
It was reported that during implant of the implantable pulse generator (ipg) no apparent resistance was noted from either set screw when tightened and no "click" was heard from the torque wrench. The leads were disconnected and attempted to re-attach and same issue occurred. The implantable pulse generator (ipg) was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found, the returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.